Event description:
According to the reporter, during robot gastrectomy, when tissue was clamped and green button on the handle was pressed, the power turned off. Another handle was used to resolve the issue in order to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.